Event description:
It was reported during a laparoscopic cholecystectomy two clips would come out from one squeeze. The surgeon had to keep picking out extra clips from the abdominal cavity. The case was completed with the clip applier. There was no consequence to the pt.